Event description:
It was reported the customer had air bubbles in the reservoir. It was found the customer was handling the insulin correctly. The customer also reported that the air bubbles usually occur 10 hours after a new infusion set is filled. Customer's blood glucose was 351 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).